Event description:
Reported via clinical study. It was reported that thrombosis and leaks occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted (B)(6) 2025. The patient was discharged. At time of implant the closure device was 14-17% compressed through all intracardiac echo (ice) views, the left atrial pressure was 13, the activated clotting time (act) was greater than 400 seconds and only one (1) partial recapture was performed. The closure device looked to have an adequate compression full coverage of the laa, and no leaks were noted from a post implant contrast shot and color doppler on ice. The patient was randomized to aspirin. On (B)(6) 2025, a post procedure computed tomography (CT) scan workup showed 1-2 small leaks around the closure device, and a thrombus was noted on the face of the closure device. The patient was put on oral anticoagulation (oac) and imaging will be reevaluated in 1-3 months to assess the thrombus and leaks.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. B7 other relevant history: updated with additional information received. H6: device code added.

Event description:
Reported via clinical study. It was reported that thrombosis and leaks occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted (B)(6) 2025. The patient was discharged. At time of implant the closure device was 14-17% compressed through all intracardiac echo (ice) views, the left atrial pressure was 13, the activated clotting time (act) was greater than 400 seconds and only one (1) partial recapture was performed. The closure device looked to have an adequate compression full coverage of the laa, and no leaks were noted from a post implant contrast shot and color doppler on ice. The patient was randomized to aspirin. On (B)(6) 2025, a post procedure computed tomography (CT) scan workup showed 1-2 small leaks around the closure device, and a thrombus was noted on the face of the closure device. The patient was put on oral anticoagulation (oac) and imaging will be reevaluated in 1-3 months to assess the thrombus and leaks. It was further reported that the patient has a history of lymphoma and that there was a shift in implant shape from the original procedure with a 3.0mm leak. The thrombus morphology was laminar.